Event description:
It was reported that patient presented to the clinic after receiving an alert for low, out of range, impedance. Upon review, failure to capture and sensing issues were also noted due to atrial lead dislodgment. Patient was asymptomatic. The lead had been programmed off. The patient will continue to be monitored.